Event description:
Per the physician, subject hayma had a perforated popliteal artery in the left leg during the atherectomy procedure that was due to multiple passes of the atherectomy device. Surgical intervention is unk.

Manufacturer narrative:
Additional information: device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions.